Event description:
Received report that the tubing cracked open during infusion. Customer contact reports that the home health nurse went to the pt's home to conduct pt teaching and begin the total parental nutrition infusion. The nurse started the infusion and observed the tubing crack open from the filter and an unspecified amount of air being infused into the pt. The nurse immediately stopped the infusion. The nurse changed the tubing, restarted the infusion, and remained with the pt for one hour of observation. The nurse observed no apparent injury to the pt. The pt and pt's husband expressed fear for continuation of the infusion throughout the night without direct observation. The physician was notified and the the treatment was stopped. The pt was subsequently admitted to the hosp for total parental nutrition treatment due to refusal to have home total parental nutrition therapy. There was no pt harm reported.